Event description:
It was reported that the lead exhibited impedance greater than 3000 ohms and there was loss of capture even at maximum output in any configuration. Left ventricular stimulation was turned off to prolong av delays and ensure ventricular activity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.